Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover. Functional testing found after filling tank with water, replicated the reported problem of leakage. The root cause of the reported issue was found to be that the customer tightened the screws holding the cover too tight which caused damage to the tank cover. Repair actions consisted of replacing the tank cover. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is leaking from reservoir cover. No patient injury was reported.